Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. During functional analysis, resistance was experienced while advancing the smart coils through their introducer sheaths. The smart coils could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned devices revealed that both smart coil embolization coils had offset coil winds near their proximal ends. This type of damage typically occurs if the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub. This damage likely contributed to the resistance when advancing the smart coils during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01101.

Event description:
The patient was undergoing a coil embolization procedure in the external carotid artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached thirteen smart coils into the target vessel using a non-penumbra microcatheter. While the physician was attempting to advance a new smart coil through the microcatheter, the coil became stuck inside the hub of the microcatheter and was unable to advance further. The physician removed the smart coil and opened a new smart coil; however, the same issue occurred with this smart coil. Therefore, the smart coil was removed and the procedure was completed using two new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.